Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose after announcing a meal despite consuming less than 15 grams of carbohydrate, then ingested approximately 75 grams of orange juice and disconnected the ilet; the user was advised to reconnect as glucose began to rise and was stable at the time of contact. Symptoms included hypoglycemia. Outcomes included recovery without the need for emergency services or hospitalization. Investigation included complaint handling, user interview, and review of product-use instructions related to meal announcements and hypoglycemia treatment. Investigation of this case revealed user error related to unnecessary meal announcement and overcorrection with carbohydrates. It was concluded that the device functioned as designed and that the event was attributable to use error, addressed through troubleshooting and education regarding meal announcements and hypoglycemia management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.